Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: bd received photos, physical samples and a video from the customer for investigation. The photos were reviewed and a tube with a stopper that fell into a basket with several other tubes was observed. The video presents a tube that was not used but there is blood in the area where the stopper is located, it was not possible to observe the stopper loosening once it was removed manually. Customer samples, were evaluated and no issues were observed. Additionally, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Further investigation activities are being conducted to identify a potential root cause. We are reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd tube sst plh 13x75 3.5 plbl gold br the stopper was loose in tube. This occurred on 10 separate occasions with each lot#. Patients were re-drawn the following information was provided by the initial reporter, translated from portuguese to english: the stoppers even inserted according to the instructions for use it opens easily in the equipment (apparently some stoppers are not "sealing"). They open on average 1 to 3 stoppers a day. During follow-up of the bd clinical consultancy carried out on the client, we observed that the incident is actually occurring with some tubes. Opening the stopper inside the equipment and losing the sample for analysis. Exposure to serum, as the tube opens in the pvt equipment (attired employees).

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9304741; medical device expiration date: 2020-10-31; device manufacture date: 2019-12-05; medical device lot #: 0060327; medical device expiration date: 2021-02-28; device manufacture date: 2020-03-24; medical device lot #: 0060332; medical device expiration date: 2021-02-28; device manufacture date: 2020-03-24. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd tube sst plh 13x75 3.5 plbl gold br the stopper was loose in tube. This occurred on 10 separate occasions with each lot#. Patients were re-drawn. The following information was provided by the initial reporter, translated from (B)(6) to english: the stoppers even inserted according to the instructions for use it opens easily in the equipment (apparently some stoppers are not "sealing"). They open on average 1 to 3 stoppers a day. During follow-up of the bd clinical consultancy carried out on the client, we observed that the incident is actually occurring with some tubes. Opening the stopper inside the equipment and losing the sample for analysis. Exposure to serum, as the tube opens in the pvt equipment (attired employees).